Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, while rotating the knob counterclockwise, it was reported that a single string failed. After one click, two bands were deployed simultaneously. It was reported that the single string did not work but there was no visible damage noted to the string. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned without the bands attached. The suture thread contained with the seven knots. The handle did not have marks of the trip wire being secured. The ligator head was observed under magnification, both the ligator head teeth and suture thread were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands prematurely deployed was not confirmed. Upon analysis, the returned ligator had no bands attached, and it did not have any visual problem/damage. However, it was found that the trip wire was not secured. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is no problem detected as the reported event cannot be confirmed. A labeling review was performed and based on the condition of the returned device, this device was used in a manner inconsistent with the instructions for use (IFU). Per the IFU, "secure trip wire in slot on handle unit" and "take up slack by pulling proximal end of trip wire on handle unit" which were not followed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, while rotating the knob counterclockwise, it was reported that a single string failed. After one click, two bands were deployed simultaneously. It was reported that the single string did not work but there was no visible damage noted to the string. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.